Event description:
Customer called to report that he was having high bg's and he wasn't sure why. His levels are as follows: 12pm - bg 300 - 15 carbs. 3pm - bg 365 - no carbs. 5pm - bg 405 - customer changed pod. No further information provided. The device is being returned for evaluation.

Manufacturer narrative:
The pod was evaluated for damage and/or manufacturing defects. None were noted. The distal tip of the cannula was found to be folded in on itself with significant tip deformation. The cannula tip was found to pass insulin from the reservoir during evaluation, but the evidence indicates that the tip was flow restricted while in the infusion site. This type of damage often occurs when the patient is very lean and the cannula is fired into muscle. This type of damage may have contributed to reported symptom (unexplained high bg levels) during use. Patients are trained to select an infusion site consisting of fatty subcutaneous tissue. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issue.